Manufacturer narrative:
Intuitive surgical, inc. (Isi) completed the failure analysis (fa) of the universal surgical manipulator (usm). The usm was analyzed and the reported failure was confirmed via the site's logs and replicated in-house. The unit was tested on an in-house system, and it passed normal mode. During the inspection of the unit on axis 3, there were traces of fluid intrusion/contamination found on the spar toggle switch and the axes controller spar connector (acsc). The unit went through testing on a patient side cart (psc) fixture test platform (pftp), and it passed all required tests except for the sensor check. Additionally, intuitive surgical, inc. (Isi) was able to gather additional patient demographic information.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the universal surgical manipulator (usm) 2 was stuck. The customer stated they received an error, and it would return after they recovered from the error. The technical support engineer (tse) reviewed the logs and found errors 32100, 25730, 32096 and 30 on usm 2. The usms were undocked at the time, and the staff would re-dock later. The tse asked the staff if they could complete the case without usm 2 and the doctor stated that they can. The procedure was completed robotically with 3 usms, usm 2 was disabled. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked on power up and there were no errors. The customer was able to complete the procedure robotically with 3 usms. One usm was disabled. There was no reported injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed that the universal surgical manipulator (usm) 2 was not responding. Fse found an error that indicated ac_1. The system failed at start up check and wiggle test. Fse replaced the usm 2 and the inner proximal setup joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci products involved with this complaint to perform failure analysis (fa). The proximal suj was analyzed. The error was confirmed to have occurred in the field by reviewing the site's error logs and was replicated in-house. The proximal suj failed the brake vertical test. The failure analysis for the usm has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.